Event description:
Tpn infusion finishing the bag too early with resultant air in the line - has occurred several times. Dates of use: (B)(6) 2016. Reason for use: rectal and liver cancer, dehydration, bacteremia.